Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient was hospitalized for the peritonitis event. The cause of the event was reported to be due to a break in aseptic technique. The patient was treated with gentamycin (40 mg, once daily, intraperitoneally) for the event. Treatment with gentamycin was discontinued after four days and oflocet treatment was initiated ((oral, for nine days, dose and frequency not reported) for the peritonitis event. The patient has been discharged from the hospital. The patient recovered from the peritonitis event. Nutrineal therapy was discontinued, extraneal and physioneal therapies were ongoing. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent and abdominal pain. It was unknown if the patient was hospitalized for the event. The cause of the event was not reported. The patient was treated with unspecified medication for the event. At the time of this report, the patient outcome was not reported. Nutrineal therapy was ongoing. No additional information is available.